Event description:
Information was received that a smiths medical pneupac ventilators parapac plus is not cycling. No adverse effects reported.

Manufacturer narrative:
Investigation results completed on a smiths medical ventilators/pneupac ventilators parapac . Device in good condition when it arrived for evaluation. When testing was down the complaint was verified of not cycling. This was isolated to demand function switch. Unknown cause of event. Preventative and restoration completed on device. See summary below. Repair summary: updated service maintenance kit p/n 000k9151. Adjusted peep ctrl needle and CPAP ctrl needle. Replaced function switch to resolve customer's reported issue. Replaced ctrl knob and knob cap damaged during repair due to excess glue applied on the cap. Performed pm, calibrated unit which passed all functional tests.

Event description:
Investigation results completed on a smiths medical device.